Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The alarm history was checked and the customer received an iop test failure at 10:01am alarm; no compromised force sensor system alarm found in the history. The customer stated he was in a meeting at the time of the alarm and he could not leave so he put the insulin pump back in his pocket and started feeling his blood glucose was high and realized the insulin pump was in rewind mode and he had not been receiving insulin. Blood glucose value at the time of incident was 231 mg/dl. Customer mentioned taking prednisone medication. The customer stated he did the rewind and then insulin squirted out during manual prime. Blood glucose at the time of the call was 189 mg/dl. Customer was advised to change the infusion set and reservoir and prime again. Customer stated the issue was resolved after changing the set.